Manufacturer narrative:
This report is filed on september 30, 2019.

Event description:
Per the clinic, the patient experienced pain with device use; subsequently the device was explanted on (B)(6) 2019. The patient was re-implanted with a new device during the same surgery.